Event description:
It was reported: "patient complained of the hinge on the brace coming unlocked from extension especially when he was sleeping. Upon examination, the brace hinge unlocks with very mild force of flexion, hinge won't stay in locked position.''

Manufacturer narrative:
It was reported: "patient complained of the hinge on the brace coming unlocked from extension especially when he was sleeping. Upon examination, the brace hinge unlocks with very mild force of flexion, hinge won't stay in locked position.'' The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturing testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.